Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net. Transmission revealed a non sustained episode due to over-sensing. The patient was in the hospital during this episode for reasons not device related. The lead remained implanted and the patient would continue to be monitored. No patient symptoms were reported.